Event description:
Reportedly, on 9-jul-2025, when attempting to open the data of a symphony implant patient using smarttouch xt (3.22j), it was not possible to open the file. Since it was possible to open the file using the 3.14j programmer, it is presumed that this is a problem with 3.22j.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2025, when attempting to open the data of a symphony implant patient using smarttouch xt (3.22j), it was not possible to open the file. Since it was possible to open the file using the 3.14j programmer, it is presumed that this is a problem with 3.22j.

Manufacturer narrative:
Analysis of the provided files revealed : - the reported issue could be reproduced : it was not possible to read a symphony patient file with a tablet without inductive programming head connected. An error message ¿error when programmer started¿ is displayed and after confirm, the session is closed. When a cpr4 inductive programming head is connected to the tablet, all the .cso patient files are correctly loaded. - the root cause could not be determined, the issue is most probably related to smartview programmer software, but not especially to version 3.22. - the case is retained for trends purposes.